Manufacturer narrative:
MFR's report date 12/19/97. The sample was returned & was visuall & functionally tested. The set was found to leak at the air in line adapter to the pvc tubing due to insufficient solvent being applied during the mfg process. Two issues have been identified that have contributed to this issue. The first issue identified was the dimentional fit between the adapter & the tubing. The second was found to be assembly technique. The following corrective actions will be implemented to address this issue. Mfg has implemented a leak test to this engagement. All solvent bond pot tips are being replaced twice a shift to ensure even distribution of solvent to the bonding area & to decrease the potential for incomplete solvent bonds. The tubing MFR has extruded tubing on the larger end of our specs to increase the interference of the adapter to the tubing which will increase the bond integrity & strength. All employees have been made aware of this issue & been retrained accordingly. The dimensions of the lower port on the adapter will be modified & qualified to increase the interference between the adapter & the tubing.

Event description:
It was reported that air was being drawn into the set. Air was reported to have reached the pt. There was no resultant pt complication.